Event description:
On april 15, 2026, additional information was obtained from the reporter during a follow-up call. The reporter confirmed that the patient had "shortness of breath" and that an "arrhythmia" was detected during tests after the admission and stated it is unclear whether hyperglycemia alone was the sole cause of the patient's inability to move. The doctor reportedly mentioned that there could be various contributing factors. The reporter confirmed the patient has recovered.

Event description:
On march 27, 2026, a reporter for the lay user/patient contacted lifescan (lfs) japan, alleging that the patient¿s onetouch verio vue meter read inaccurately low compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter claimed that the alleged meter inaccuracy began on (B)(6) 2026, at 3:00 am. The reporter claimed that the patient received blood glucose readings of ¿43 then 24 mg/dl¿ with the subject meter and ate a meal in response. 1 hour later at 4:00 am, the reporter claimed that the patient remeasured their blood glucose with the subject meter and obtained a reading of ¿49 mg/dl¿ and took oral glucose in response. The reporter claimed that due to the low readings, the patient then contacted the hospital. The reporter claimed that the patient was instructed to remeasure their blood glucose, but they were unable to as they became ¿unable to move¿. The patient was then brought to the emergency room by ambulance where they received a blood glucose reading of ¿414 mg/dl¿ with the hospital meter. The patient was admitted to the hospital and received unspecified treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after taking treatment based on alleged inaccurate low readings obtained with the subject meter.